Event description:
Arthritis of both knees (swelling) [arthritis]. Arthritis of both knees (fluid retention) [joint effusion]. Arthritis of both knees (pain) [arthralgia]. Swelling of both knees [joint swelling]. Case description: case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis of both knees. The patient had a concomitant disease of rheumatoid arthritis. On (B)(6) 2012, the patient initiated treatment with first synvisc (hylan g-f 20) injection into both knees, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2012, she had second synvisc injection. On (B)(6) 2012, she had third synvisc injection. On (B)(6) 2012, the patient experienced arthritis of both knees with swelling, fluid retention and pain. On (B)(6) 2012, synovial fluid analysis was performed that revealed yellow cloudy fluid with number of cells (normal 0-150 / mcl): 6400 (right) and 17900 (left), neutrophils (0-25 percent): 79 (right) and 93 (left), monocytes (%): 18 (right) and 6 (left), lymphocyte (%): 3 (right) and 1 (left), crystal: negative (both), ra cells: negative (right) and positive (left) and reiter cells: negative (both). The same day, c-reactive protein was found to be 10.7 mg/dl (normal: 0.0-0.4 mg/dl) and white blood cell count of 113x10^2/mcl (normal: 32-92x10^2/mcl). All the events were assessed as medically significant. The action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and all the events as definite.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(6) 2012. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.